Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The alarm seemed to be occurring during bolus delivery after a cartridge change. The customer's blood glucose level was not impacted. The customer declined tandem technical support's offer to troubleshoot to determine a possible cause of the occlusions.